Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (medical device problem code, type of investigation), h11 the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken within the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. No abnormal noise was detected from the iab. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Event site name: (B)(6) medical center. Event site address: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During use customer reported that after the iab started operating, the blood pressure waveform recorded by the optical sensor became noisy. After observing the situation for a while, the noise did not disappear, so it was thought that the sensor part at the tip of the catheter might be interfering with the aortic wall. After adjusting the position, the noise disappeared, but after a few minutes the noise reappeared.

Manufacturer narrative:
Updated fields:b4,d9,e1(event site mail),(telephone),g3,g6,h2,h3,h11 corrected field:e2,e3,g4,g7.

Event description:
N/a.